Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion needle lifts up from the site after being used for a couple of hours upto 2 days on 22-may-2024 and 26-may-2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.